Event description:
It was reported to philips that all monitors were unable to power on, which can indicate a booting issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that all monitors were unable to power on, which can indicate a booting issue. No further information regarding the issue has been provided. No service has been performed by philips since the customer is currently under credit hold; therefore, the work order and associated case have been cancelled. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.